Event description:
The customer reported that the system did not do fluoro while patient was on the table.

Manufacturer narrative:
Conclusion: the investigation found that the ps tray chameleon was defective. The problem was resolved after replacement of the part. Based on trending analysis, there is no exceptional replacement rate of this board. There is no mandatory required field action.